Manufacturer narrative:
D10. Concomitant product: unknown ligasur, unknown ligasure instrument (lot unknown) ibrahim burak bahcecioglu, sumeyra guler, sevket baris morkavuk , mujdat turan, gokhan giray akgul, mirac baris erzincan, kubilay kenan ozluk, osman bardakci , mehmet ali gulcelik. " a novel and feasible intracorporeal esophagojejunostomy anastomosis in totally laparoscopic total gastrectomy surgery: sutureless l-shape with endoscopic assistance (slej)". Medicina 2025, 61, 795. Https://doi.org /10.3390/medicina61050795. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the literature, a retrospective study aimed to define a modified anastomotic technique for totally laparoscopic total g astrectomy. A total of 21 patients with gastric cancer underwent the procedure between july 2024 and december 2024. In the standard technique, two linear staplers were used for pyloric and small bowel transection, two for esophagojejunostomy anastomosis and one for intracorporeal jejunojejunostomy. In one patient, three staplers were required for the anastomosis. Postoperatively, there was one anastomotic leak. The patient underwent a oral contrast-enhanced thoracoabdominal computed tomography scan which revealed a leak and a free fluid collection around the anastomosis. Antibiotics and total parenteral nutrition were required. As the inflammatory parameters regressed during follow-up, oral methylene blue was administered on postoperative day 9. Under normal conditions, oral intake was initiated with fluids on postoperative day 4. Once no methylene blue leakage was observed in the drain, liquid nutrition was started. The patient was discharged on day 14. Per the article, the leak was attributed to the additional use of a stapler and overlapping stapler lines. A novel and feasible intracorporeal esophagojejunostomy anastomosis in totally laparoscopic total gastrectomy surgery: sutureless l-shape with endoscopic assistance (slej) doi.org/10.3390/medicina61050795